Event description:
While using a byte night aligners, patient reported that their aligner cutting into their gums above the top front teeth and discomfort. Found the gum tissue is swollen, red and irritated from upper aligner. Provided blanching discomfort information, warm water tips and requested updated photo.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.